Manufacturer narrative:
Product evaluation: the product was not returned. The lens remains implanted. Four photos were provided. The photos were reviewed by medical safety. Each photo shows a medium-sized optic section directly illuminating the iol, under low magnification, with the pupil moderately dilated. Within the area of the iol that is illuminated by the slit-lamp beam there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the product investigation could not identify a root cause for the reported issues. Not enough information was provided from the reporter for further investigation. It is difficult to determine the location or the etiology of these particles based on the photo review. A director of global quality customer affairs (gqca) has attempted contact with the surgeon with no response to date. Requests for follow-up related to the specific product information have not received a response from the reporter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient developed glistenings and is impacting the patient's vision. It was reported the vision is still ok, however it is slightly reduced with intermittent horizontal diplopia. Additional information has been requested.